Event description:
It was reported that the compression value off and that compression is being released early, causing the patient to be re-exposed. It was determine that the compression device entire assembly was replaced. Once this was done, the system is working as intended.